Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of his daughter (the patient) and reported a low blood glucose (bg) event. The reporter claimed that the patient had started pump therapy with the subject pump that day at 11:00 am. At the start of using the pump, the patient's bg level was "140 mg/dl." By 3:00 pm, the patient's bg was reportedly tested and she was in the "50's" mg/dl with no symptoms. The patient was treated with 10 grams of carbohydrates. It is unknown if the patient self-treated with the carbohydrates or if she was treated by someone else. At 5:30 pm, the patient's bg level was checked again and she was still in the "50's" mg/dl with no symptoms. The reporter lowered the patient's temp basal by 10%. The patient then ate dinner and bolused for food. The patient's bg level was checked at 8:30 pm and a result of "325 mg/dl" was obtained. She did not receive any treatment at that time. At 9:30 pm, her bg level had risen to "336 mg/dl" with no symptoms. No medical intervention was reported by the reporter. He mentioned however that when he had inserted the inset that day, it did not look like it went in straight. The animas representative involved in this contact informed the reporter that a bent/kinked inset can lead to elevated bg levels. The reporter refused to troubleshoot or review the pump during the contact with animas. He was instructed to monitor the patient's bg level and keep in contact with the patient's health care provider (hcp). Based on the information provided, this complaint is being reported due to the following conclusion: the patient reportedly received treatment for a low bg level in the "50's" mg/dl. It is unknown who provided the treatment. It is also unknown if the pump contributed to the patient's injury considering that the device was not reviewed. In addition, the reporter indicated that the patient had started using the subject pump that day.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission: 01/27/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be confirmed or duplicated with investigation. Review of the pump¿s black box revealed data relevant to the complaint was overwritten due to continued pump use. There was no evidence of alarms or issues related to the complaint in the available data. The user programmed basal rates matched the total daily dose basal history. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test and the force sensor calibration was within specification.